Manufacturer narrative:
The complaint was not confirmed. The meter was visually inspected and no indication or evidence of smoke was observed on the exterior or interior. No new issues were observed.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported his wife's adc blood glucose meter was smoking and that the screen is black. No additional information was provided by the complainant as to how or why the device was reportedly smoking. There was no report of death, serious injury, or mistreatment associated with this event.